Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during treatment, the laser over fired centrally, and created an ablation that was 140 microns deep, instead of the expected 50 microns. Add¿l info has been requested. The pt reported blurry vision.